Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a bravo capsule which failed to attach. There was no harm to the patient, no medical intervention was required and a repeat procedure was performed during the initial procedure. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the bravo procedure which showed the esophagus to be normal. Lubricant was used to facilitate placement of the capsule.